Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Entire brush head falls off toothbrush-oral-b power oral care refills [device breakage] . Case narrative: consumer reported via phone that after using the toothbrush for 20 second, the entire brush head falls off. No injury reported.